Event description:
It was reported that the balloon ruptured. The 20mmx3.2mm, 90% stenosed target lesion area was located in the severe plaque loading with mildly calcified nodules in the left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 15atm pressure upon first inflation for 10 seconds. The device was simply pulled out within the catheter and the procedure was completed with another of the same device. There were no complications reported and the patient is stable post procedure.